Event description:
It was reported that the pt experienced a "hot, burning" sensation as soon as the device was turned on, around where the lead and extension connection site would have been. X-rays showed that the lead had moved out of the epidural space. A revision was being scheduled. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).